Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unknown procedure, when it was time to remove the sheath, it was noted that the diaphragm failed / was leaking. The patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an unknown procedure, when it was time to remove the sheath, it was noted that the diaphragm failed / was leaking. The patient did not experience any adverse effects due to this occurrence